Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt rec'd her scs sys, including an ipg, on (B)(6) 2010 for the treatment of migraines (off- label). It was reported the pt feels a burning sensation at her ipg pocket. The pt reported the sensation occurs randomly. An x-ray of the pt's sys showed no anomalies. Diagnostic testing of the leads confirmed all impedances were within normal parameters. The pt is working closely with her physician to determine the next course of action. No further pt complications were reported as a result of this event.